Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024. It was reported that four infusion set was fell off during use. Patient's blood glucose at time of event is unknown. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12567. Device 4 of 4.